Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. After the pump was worn while swimming, all the keypad buttons became unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 05-jul-2018 with the following findings: on investigation, the keypad was intact and without damage. All keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. There was no contamination or damage to the button contacts. Moisture was found inside the pump on the keypad flex connector.